Event description:
In 1999, pt was admitted with partial bowel obstruction and malnutrition. She was taken to or for percutaneous endoscopic gastrostomy tube placement. In 1999, this pt was readmitted, as the tube had broken in two while she slept. She was taken to or for esophago-gastro-duodenoscopy and removal of foreign object. Tube placed in 1999 - moss peg-18 tube. This tube broke 27.5cm from the white molded plastic that contains the port site. This tube broke cleanly in two at the site of the first hole in the tubing.